Event description:
Report stated pt has had prolonged problems and tests showed her implants needed to be removed due to to leaking gel, she was hurting and her memory was "all messed up". Report also states by 1988 she was symptomatic with chronic fatigue, muscle and joint pain, constantly thirsty, dry mouth, difficulty with memory, urinary frequency and diarrhea. She also noted some shakes, incontinence with nocturia, her left arm and leg were painful with some weakness and paresthesias and she had severe migraine headaches. Report also alleges lateral deviation of the left breast and 3+ capsule formation on the right.